Manufacturer narrative:
The device evaluation was completed on 09-mar-2023. It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered a heart block atrioventricular (av) requiring surgical intervention and prolonged hospitalization. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting correctly. The device was set into irrigation and patency test, but the device was not irrigating appropriately since it was occluded with reddish material inside the dome. A manufacturing record evaluation was performed for the finished device 30945155l number, and no internal action related to the complaint was found during the review. The event described by the customer could not be replicated during the investigation. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered a heart block atrioventricular (av) requiring surgical intervention and prolonged hospitalization. It was reported that during an avnrt procedure the patient went into "heart block¿. The injury to the av node was confirmed by ECG a couple of minutes into ablation. A temporary pacemaker was implanted into the patient for medical intervention. There was no additional surgery for the patient required and the patient is now stable. The physician believes that patient anatomy is what resulted in the injury. An stsf catheter and a decanav catheter were used in the procedure, and both are available for return. Additional information was received on (B)(6) 2023. It was reported that the adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure and patient condition related. The patient required extended hospitalization because of the adverse event. Generator used was a smartablate, serial number (B)(4).

Manufacturer narrative:
The physician's name was inadvertently excluded from the 3500a initial report. Therefore, section e for initial reporter was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)